Event description:
In 1999, pt had a left heart coronary angiogram which showed a 99% stenosis mid left anterior descending artery (lad). Following a successfully stent placement, an angioseal device was deployed. Shortly thereafter, the pt became diaphoretic and hypotensive, and had a vagal episode associated with bradycardia and hypotension. An angiogram from the opposite groin site showed open bleeding of the groin site into the retoperitoneum and the pt was taken emergently to surgery for repair. Vascular surgery to repair the arteriotomy in the anterior wall of the common femoral artery (cfa) was performed in 1999. During the course of hospitalization, the pt received seven units of blood. The pt was discharged from the hospital on 11/24/1999 in satisfactory condition.